Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump screen became frozen during the preparing to fill step and the customer was unable to clear it. During troubleshooting with tandem technical support, the frozen screen was able to be cleared. The customer's blood glucose level was 49 mg/dl and it was addressed by the customer ingesting carbohydrates. Reportedly, the customer went low from a manual injection that was administered.